Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down on its own during a surgical procedure. The system was rebooted and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer reported that the system shut down on its own. The system was rebooted and the procedure was completed. There was no patient harm. The system was manufactured on october 25, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4)